Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, and a curved opening. A leak test was performed and was found one opening a microscopic analysis identified a curved(sharp) opening on valve bond edge assessed as unidentified(tear) opening. No shell thickness measurement was completed due to the opening being located under the plug strap. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a sharp opening assessed as unidentified (tear) opening.

Event description:
Health professional reported left side deflation and "mild symmastia". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation and mild symmastia. The event of symmastia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation and "mild symmastia". Device was explanted.